Manufacturer narrative:
A review of lot file a331 was performed. There were no non-conformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints received for lot a331 was performed. There was one other complaint for a pressure dome leak reported to date for this lot. No trends detected. (B)(4) feedback: field engineer inspected and cleaned minor residual from leak on top of deck. He then verified instrument operation by completing system 7 checkout procedure with no issues. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. The customer did not return the product for investigation. Therefore, no root cause could be determined based solely on the info provided by the customer. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and treadling. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).

Event description:
The customer reported a system pressure dome leak name of complainant: same as reporter. Customer stated a blood leak was noticed at the system pressure dome when the treatment had reached about 400 to 500 ml whole blood processed, so the treatment was aborted and no blood in the kit at that time was returned to the pt. Customer estimated about 300-350 ml whole blood was not returned to the pt. No alarms occurred during prime or during the treatment. Customer stated the pt was asymptomatic and stable, she gave the pt a saline bolus, and the pt then started a new ecp treatment on a different instrument. Service order # (B)(4) was dispatched to inspect the instrument. The customer did not return the product for investigation.